Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor experienced image flickers/disappears when the cables are moved issue during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6 and h11. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: because the adjustment value in printed circuit (mc) board is out of standard and failure in circuit 2 (sp2) board a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation, since the image flickers/disappears when the cables are moved is the cause was traced to component failure due to the adjustment value in mc board that was out of standard and the version of the software is not the same as the one before repair as well as the failure in sp2 board should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.